Event description:
Litigation papers allege patient suffered the following injuries including but not limited to persistent pain and discomfort at the site of the depuy asr implant. It is also alleged recent blood tests performed on the patient have revealed that she has significantly high levels of both chromium and cobalt ions in her blood stream. Patient has not scheduled an explantation of the asr hip implant. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered the following injuries including but not limited to persistent pain and discomfort at the site of the depuy asr implant. It is also alleged recent blood tests performed on the patient have revealed that she has significantly high levels of both chromium and cobalt ions in her blood stream. Patient has not scheduled an explantation of the asr hip implant.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.